Manufacturer narrative:
Attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the product showed inaccurate spo2 and pr readings. Per the customer the patient was pink and looking well perfused and the spo2 was showing to be in the 30s. The pulse rate on the device showed to be in the 50's and when they auscultated the heart rate it was over 100. No known impact or consequence to patient.